Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when far p wave oversensing was observed. Device interrogation also showed that due to the oversensing the device diagnosed a vf inappropriately resulting in patient receiving inappropriate atp therapy. The device was reprogrammed. The patient condition was stable before, during, and after device interrogation.